Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported that since (B)(6) 2010, the patient has experienced elevated blood glucose readings of "hi" on her blood glucose monitor and she has felt sick and has vomited. She bolused through the infusion device but was unable to lower her blood glucose. She injected insulin via pen to lower her readings. In (B)(6) 2010, she was given another infusion device by her physician and her blood glucose decreased. Her normal blood glucose range is 100-130 mg/dl. No further information is available. The infusion device was replaced and requested to be returned for evaluation.